Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2018 a patient (pt) initially reported a diagnosis of keratitis ou vacationing in (B)(6), while wearing the acuvue oasys brand contact lenses (cls). The pt was prescribed an antibiotic every 2 hours for ¿a few days¿. The frequency of the medication was decreased after a few days to every 4 hours. The pt reported that the treating eye care provider (ecp) prescribed several antibiotics, including tobradex, but additional medication names were unknown. Pt reported several follow-up appointments over the course of 10 days. The pt ¿thinks¿ the ecp stated there was a scar. The pt returned home and had a follow-up visit with the ecp on (B)(6) 2016. No additional medications were prescribed, but instructed the pt to remain on cl rest for 1 month. The pt reported that the eyes are currently fine and the pt has returned to cls wear without further issue. The pt reported a cl replacement schedule between 1 week and 1 month. On (B)(6) 2018, an email was received from the pt with medical records dated (B)(6) 2016 from the ecp visit in (B)(6). The pt¿s diagnosis for the right eye (od) was keratitis with corneal infiltrates (pseudomonas). On 02may2018, additional information was received from the affiliate: the pt was diagnosed with keratitis with corneal infiltrates (pseudomonas) od and to use atropine eye lotion x1/day + tobral and monoflox x3/day + colbiocin ointment and lakrisek. ¿vcod (vn = acuity with correction) = 0.9+5.00+0.25°90°. Saoo (anterior segment both eyes) = 3 small lower nubecoles fluo. Moe = extrinsic ocular motility. Te00 = (to: ocular pression) 16 mmhg. Foo = (ocular fundus) epr (retinal pigment epithelium) macular dystrophy. T. Iridium eye lotion monodose¿. On 08may2018, additional information was received: tobral eye lotion 3 times per day; (illegible medication name) 3 times per day; iridium eye lotion 2/3 times per day. No further information was received or is expected. The lot number is not available and the suspect lens was discarded. No analysis could be conducted. If any further relevant information is received, a supplemental report will be filed. Serious reportable event trends are reviewed quarterly in franchise management review meetings.